Event description:
It was reported that a 512sd was used during an oval resection procedure. It was reported by the affiliate that the tissue pad fell into the pt. The pad was retrieved from the pt. A new blade. There was no consequence to the pt.